Event description:
Customer returned this device for evaluation and repair of an issue of the instruments getting stuck due to a hole in the working channel occurring during an unknown procedure. There is no reported harm to the patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material at the forceps elevator. This is attributed to insufficient cleaning. The device light guide lens is dirty, and distal end has stain which are also attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there is presence of foreign material at the forceps elevator. This is attributed to insufficient cleaning. The device light guide lens is dirty, and distal end has stain which are also attributed to insufficient cleaning. Other observations for the device: due to deformation of up/down knob, water tightness is lost; scope body has a crack; due to deformation of angle shaft, forceps elevator rotates concurrently; air/water cylinder and suction cylinder have discoloration; connecting tube has buckling; forceps elevator l-arm has corrosion; and adhesive around objective lens has discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the reportable events occurred due to mishandling of the device, as well as wear and tear. The event can be prevented by following the instructions for use: "instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received for this event. Correction being made to b5, component code, and device problem code. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10. The model and serial numbers of the devices used in conjunction with the device at the time of the event are not known. The device was not fully reprocessed in all steps prior to being sent for repair. The albarran lever (forceps elevator) was not raised and lowered three times in water during aspiration. The forceps elevator was not cleaned with a brush, nor operated in the cleaning solution, nor rinsed. The distal end was not brushed with the canal opening brush or the maj-1888. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The identity of the foreign material is not known. The customer reported event of hole in the working channel with the instruments getting stuck is not duplicated. The foreign material, dirt, and stain found in the device is likely because the reprocessing of the device could not be completed prior to return due to leakage issue.

Event description:
Correction information jun 1, 2023: this medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator, device light guide lens being dirty, and stain on distal end found during device evaluation as well as the customer reported issue of instruments getting stuck due to the hole in the working channel. Addendum jun 1, 2023: the therapeutic procedure was completed with another device of the same model number without any delay. The cause of the hole in the working channel is not known. The device was inspected prior to use.